Event description:
Customer applied floseal to open neck cut during surgery and the area that floseal was applied to swelled abnormally. Customer had to go back in and irrigate all the floseal out of patients neck to reduce the swelling. Patient information was not available.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: floseal has been applied in the neck area and an unusual swell occurred. It appears that excess product has not been irrigated and the entire volume of product has been left in place. In addition we suspect, that hematoma formation postoperative has been an additional contributor, since swelling of 5ml of floseal is not sufficient to cause abnormal swelling, since floseal swells only 10-20% of its volume in the first 10 minutes. To clarify the root cause of the event additional information is required. A classification of the causal relationship will be provided as soon as the information is received and evaluated. A follow-up report will be submitted upon the receipt and evaluation of the additional information.

Event description:
Baxter contacted the reporter for additional information. The information received clarified the issue: patient is a male in his (B)(6). Dr. (B)(6) did not recall his initials. Surgery? Parotidectomy. Dr. Little stated that there was little or no bleeding. His concern was that this procedure sometimes leads to a saliva leak. His surgical need was to seal the parotid resected site to help prevent a post op salivary leak. He claims to have seen some literature referring to a sealant being used to prevent the leak from occurring. An entire 5 ml of floseal? To the best of dr. (B)(6)'s recall, was ejected on the site, and then the incision was immediately closed. No irrigation was used. At the end of the procedure, prior to the patient being extubated, dr. (B)(6) noted that the wound was swollen extensively. His first thought was that there was a hemorrhage, and the incision was opened. What he saw was a "golf ball" size mass of floseal. There was no bleeding. He removed all of the floseal and closed the patient. Dr. Little claims that the volume of floseal had expanded about 200%. I asked him again if there was any bleeding, and he denied that there was any bleeding or blood clot. Also no blood in the matrix of floseal. The patient is doing well, with no complications. Product box was not saved. The product that was removed from the surgical site was not saved. Baxter discussed with dr. (B)(6) on what floseal is. A hemostat that needs blood in order to work, and that which is not incorporated into the clot must be irrigated away. Floseal is not a sealant. Baxter provided him with the science of the product, including the 20% swell in 10 minutes.

Manufacturer narrative:
(B)(4). Assessment based on new information provided. Baxter final medical assessment: apparently due to lack of product knowledge, and due to a recommendation from an operating room staff member, an ent-surgeon has used floseal to seal and prevent saliva leak after a parotidectomy .5 ml of floseal have been applied in the absence of active bleeding and without approximation. Skin has been closed immediately after application without irrigation of excess floseal material. At end of surgery and prior to extubation a major swelling has been noticed and the surgical wound has been reopened. Fluid-impregnated floseal has been determined to be the cause of neck swell, and has been removed. No bleeding has been identified. Surgeon claims a swell of up to 2x (200%) of the volume of floseal applied. This appears realistic in the absence of blood. When used according to the IFU, in the presence of active bleeding, floseal swells 10-20% in the first 10 minutes after application. This limited amount of swell is determined by the blood clot formation in the spaces in between the gelatin granules. In other words, the clot formation induced by thrombin interacting with the patient's blood (fibrinogen) limits the swell of the gelatin granules over 20% ot their volumes. This is the limiting factor of floseal swelling. In the absence of a blood clot limiting the swell, floseal will swell exposed to body fluids similar with the swell of gelatins and collagens (avitene 216%, gelfoam 320%; payner et al. 2002). By that the 200% swell described by the reporter appear plausible. This serious adverse event (serious injury requiring medical attention; reopening of surgical wound) has been caused by a chain of indication for use and user errors: using floseal for preventing a saliva leak (sealing indication), use in the absence of active bleeding (absence of fibrinogen), no approximation of floseal for two minutes, no irrigation of excess product (material not incorporated in the clot). Surgeon has been retrained by a qualified baxter medical professional.